Event description:
It was reported the m41sr20b powered wheelchair stopped unexpectedly during use. The patient was stranded in the middle of the road for approximately 30 minutes. The wheelchair then began working again. No patient injuries were reported as a result of this event.